Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts assisted the caller in resetting the pump, and the malfunction did not reoccur after the reset. Customer was advised to continue using the pump but to contact support if the issue reappears, which the caller understood.